Manufacturer narrative:
The lead was capped on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise noted on home monitoring. When the patient came to the hospital to check, noise contamination was confirmed during push-up movement. Additional surgery under consideration. Lead currently remains implanted. Should additional information be received, this file will be updated.